Event description:
It was reported that the patient lost therapeutic effect following a positional change the day prior to report. It was stated the patient turned to the right with his arms raised and he felt excruciating pain that oral medication would not help. It was stated that the stimulation could not be adjusted with or without the antenna attached. It was noted that the patient was unable to establish communication with his device using the patient programmer or the recharger. The antenna locale feature was performed three times however there was still no communication with the device. Reportedly, the patient recharged his device last week to 75% full. The patient was redirected to their healthcare provider (hcp). On (B)(6) 2013 it was reported the battery was discharged and the patient still complained of severe pain. It was stated the patient felt stimulation in his lower back and right leg where it was supposed to be. The patient's hcp advised the patient go to the emergency room for further evaluation. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that the patient had no stimulation sensation. It was noted their device was not turning on, and they saw a question mark on their patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752, serial# (B)(4), product type: recharger; product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).